Event description:
Per the clinic, the patient experienced skin overgrowth at the abutment site. The patient was treated with a topical steroid and silver nitrate was applied to the site. The implanted device remains.

Event description:
Per the clinic, the abutment was replaced under general anaesthetic on (B)(6) 2021.